Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests or verify motor error alarm or motor position encoder error alarm in alarm history due to blank display. The insulin pump had corroded motor home switch. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that there was a motor position encoder error on the top of the pump. The customer stated that his pump alarmed motor error every time he tried to rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.